Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed in pump logs. The earliest pump logs available were from (B)(6) 2016. A cartridge change sequence was completed on (B)(6) 2016 with a large "tubing filled" priming size of 49.4063 units. In addition, the user made a large bolus request of 42.67 units on (B)(6) 2017, without entering current bg level and may have entered bg value into carbohydrate value section. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. In addition, if user did not disconnect during "tubing filled" process of the cartridge change sequence, insulin would be delivered and could cause bg levels to drop. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that for the last 8-9 weeks, the customer had been experiencing fluctuating blood glucose (bg) levels. Exact bg levels were not provided, as the customer could not recall. Elevated bg levels were addressed by correction boluses via the pump and low bg levels were addressed by consuming food. A recommendation was made for the customer contact their healthcare provider regarding factors that could impact bg level.